Event description:
Customer reported that she was on her way to the hospital due to high blood glucose. The blood glucose reading was 546 mg/dl. Customer stated that she did tried to bolus, but the insulin pump did not let her because it had active insulin in it. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.